Manufacturer narrative:
Additional information provided in a.2.,b.5.,d.6.b.,h.3., h.6. And h.11. The product was not returned for analysis. The root cause for the reported complaint could not be determined. The IFU (instructions for use) states that some visual effects may be expected due to the superposition of focused and unfocused multiple images. These may include some perception of halos, radial lines around point sources of light(starbursts) under night-time conditions, or glare, as well as other visual symptoms. As with other multifocal iols, there is a possibility that visual symptoms may be significant enough that the patient will request explant of the multifocal iol. Based on the results from the product history record, the products met release criteria. Investigation has been completed based on current information. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that the lens was explanted and implanted with non-company lens. There was no complications and symptoms were resolved.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following the intraocular lens (iol) implant procedure, the patient was not happy with her vision .the patient experienced redness , nausea , bumps under eye. She has also experienced glare and light sensitivity. The symptoms were continuing and planned to explant and exchange of lens. Additional information has been received that patient also experienced halos.